Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of a type ia endoleak. There was unsubstantial evidence to support the reported graft migration of 30mm and sac growth (sac measured at 72mm) due to a lack of comparative imaging; requests were made and no response was received. The procedure-related harms and device, user, procedure, or anatomy relatedness of this event could not be determined. The final patient status was reported to be doing well post open repair. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Event description:
Additional information received per medwatch report # mw5084272 confirming that the patient also presented with a type I endoleak (unspecified type ia or ib). Clinical assessment confirmed the presence of a type ia endoleak.

Manufacturer narrative:
The device will not be returned for evaluation. A follow-up report will be submitted upon the completion of the investigation.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately four (4) years post initial implant the patient presented to north mississippi medical center and was found to have migration of the graft (30mm) and aneurysm sac growth (unknown diameter). The physician elected to perform a secondary procedure where the device was successfully explanted from the patient. No further additional information or patient sequelae has been reported at this time.